Event description:
It was reported that the colonovideoscope had interference in the monitor image and coagulator. The issue was identified during device inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirty plug unit, circuit-board in scope connector and shield cover on the distal end. Based on the investigation and since the reported malfunction could not be confirmed, a definitive root cause could not be established. Additionally for dirty plug unit, circuit-board in scope connector and shield cover (distal end), based on the results of the investigation, it is likely that cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.